Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 4.7, 3.1; lab: 3.9, 3.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008, inratio: 4.7, 3.1, lab: 3.9, 3.9, mean: 4.3, 3.5. Confident limits: 2.5-6.5, 2.0-5.0. The inratio and lab values are within the confident limits as per internal procedure. 2. As per the procedure, the product will not be investigated.